Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. It was reported the patient was not treated with medication for the event. At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.

Manufacturer narrative:
Additional information : after two days of hospitalization, the patient was discharged from the hospital. Approximately "four to five days after", the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.